Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the patient's site irritation. No lot release records were reviewed as the product lot number was not provided. The omnipod's user guide warns, "do not use a pod if you are sensitive to or have allergies to acrylic adhesives or have fragile or easily damaged skin." It advises "at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat."

Event description:
Patient's mother reported that her daughter is having new skin irritations. She reported experiencing redness, rash, and itching when the pod is removed. The doctor stated that she should be using IV prep, steroid cream and antibiotic cream for treatment.